Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal baclofen at 937 mcg/day. It was reported the pump eroded through the pump pocket, and they were trying to take the patient off the drug. The hcp was going to remove the pump, and it was not going to be replaced. The patient did not tolerate baclofen drug and needed to be weaned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.